Event description:
Received information stating that the customer's fill estimate was inaccurate. Troubleshooting with tandem technical support indicated that whenever the customer received an occlusion alarm, she would not initiate the remainder of the bolus after clearing the alarm. As such, there was more insulin in the cartridge than expected. The customer's blood glucose level was high at the time of the call.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.